Event description:
Drive medical received a complaint from an enduser regrading this incident involving a scooter imported and distributed by drive medical. This report is based on information provided by the enduser's daughter. Daughter stated that her father was using the scooter either on the street or on the porch and the scooter flipped over when he tried to turn it, hitting his head. Enduser went to the hospital and received stitches on his head. Daughter claimed that her father later suffered from seizures as a result of the incident. No information was provided on whether these seizures were a pre-existing medical condition.